Manufacturer narrative:
Section a1: multiple attempts were made to obtain the patient's gender and weight, however no response was received. Main investigation conclusion: a video was submitted on 28sep2021 showing blood leaking from a middle section of the outflow graft. Examination of the submitted video confirmed a leakage in the sealed outflow graft; however, a specific cause for this finding could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 5 "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr, international normalized ratio, range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also contains a section on "blood leak diagnosis" and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16aug2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the vad team the patient was returned to the operating room on multiple occasions after the initial implant due to continuous bleeding from the heartmate 3 outflow graft. It was reported the bleeding occurred in the middle of the graft away from the anastomosis, and the deairing sites. On (B)(6) 2021 the chest was closed for the first time after bleeding from the graft subsided after the use of several sealant agents (surgiflo, floseal, surgical snow). The patient ultimately passed away on (B)(6) 2021. The cause of death was unknown.